Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and labeling. A review of the device history record (DHR) (B)(4)/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure; as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: urethral damage causing false passage or stricture. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The device was not returned for investigation because it performed as intended during the aquablation procedure. The aquabeam robotic system instructions for use lists urethral damage causing false passage as a potential risk of the aquablation procedure. Based on the review of the DHR and labeling the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, the patient was observed to have a urethral stricture. The treating surgeon used direct visualization to cut the stricture. Post-aquablation, the patient's scrotum seemed to be inflated with fluid. According to the treating surgeon, when a catheter was placed during stricture management, a false passage was created. The patient is reported to be doing good. Three (3) good faith efforts have been made to obtain additional information; however, to date, no additional information has been received. No malfunction of the aquabeam robotic system was reported.